Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they were hospitalized due to cannula stuck in the body on (B)(6) 2019 with blood glucose of unknown. Customer reported that the half of the sensor was stuck in her body. Customer reported that the sensor was still in the body. Customer also reported that they did receive medical treatment as a result of the sensor fracturing while still in the body. Customer was treated with emergency room. Troubleshooting was performed. The sensor will not be returned for analysis.